Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The monitoring printed circuit board (pcb) and o2 sensor was replaced. The ventilator passed all the functional and safety tests and was returned to clinical use. The logs from the connected ventilator were not provided. The pcb and o2 sensor were returned for investigation. Visual inspection of the returned pcb showed a broken component, a capacitor, that is related to internal dc supply voltage -12v. The capacitor had burn marks, signs of overheating. When the returned pcb was installed into a test device, it generated technical error codes indicating internal dc supply voltages failure immediately at startup. The performed electrical measurements revealed that the internal dc supply voltages + 12v and -12 v had deviations. This failure leads to pre-use check failure. The o2 sensor was found faultless, no fault reproduced. Components that fail due to overheating may emit smoke very briefly. With the design, this will lead to no further consequences. The ventilator is designed with self-extinguishing materials. The conclusion is that the pcb was faulty but the root cause of the reported issue cannot be established by this investigation.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).